Event description:
It was reported the insulin pump alarmed no delivery and customer change the reservoir. Customer's blood glucose was over 500 mg/dl. Customer had resolved the issues with a set change. Customer's spouse was unable to troubleshoot. The device has been working fine after set change. Customer's spouse declined troubleshooting for high blood glucose. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See manufacture report number 3004209178-2015-94672.